Event description:
It was reported that an increase in threshold as well as high thresholds resulting in a pacing failure were noted on the pacing lead and the implantable pulse generator (ipg). Reprogramming occurred, the pacing lead and ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.